Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion of test strips. On (B)(6) 2019 the customer lost consciousness,"hit the floor", and experienced a seizure. Emergency services were called and a glucose injection was administered as treatment. There was no report of death or permanent impairment associated with this event.